Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having discomfort at the pocket due to the initial placement of the ipg. The patient underwent a revision procedure wherein the ipg was relocated to a more comfortable spot. The patient was doing well post operatively.